Event description:
It was reported that approximately two weeks post a right sided implant, the patient developed unexplained right arm swelling and went to hospital. An ultrasound showed thrombosis to right subclavian vein, right axillary vein and right proximal basilica vein. The patient was treated with medication. The device and right ventricular (rv) lead remain in use. It was noted that the patient is taking part in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.